Manufacturer narrative:
Additional information: information received indicate the device is working within specification. The recipient_s perception was unsatisfactory; however, no technical problem could be detected that would explain the lack of benefit. Reportedly the recipient underwent a revision surgery after which the coupling was found to be satisfactory. However, the hearing benefit was still not satisfactory. In addition the recipient is not within indication criteria in the high frequencies which could have contributed to the issue. Currently the recipient is using hearing aids.

Event description:
The initial activation of the device took place on (B)(6) 2023. During this appointment the expected benefit with the device was not achieved. The user will continue to use the conventional hearing aids at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The initial activation of the device took place on (B)(6) 2023. During this appointment the expected benefit with the device was not achieved.